Manufacturer narrative:
D3 - MFR establishment name: corrected. H3 and h6 codes - updated. One used device was returned for investigation. No discrepancies related to the complaint were found during visual inspection. During the functional testing, it was observed that the cuff inflated however it deflated. Upon further inspection a channel was observed between the base of the cuff and the main tube. The complaint of leakage can be confirmed. The probable cause is due to a welding error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on mar 16 (mon) the patient was intubated in the emergency room. A decrease in cuff pressure was observed on march 28, but since it was a holiday and it was difficult for a doctor to respond, air was injected using a cuff pressure gauge frequently, and use was continued. A ventilator leak alarm occurred on march 30, so the tube was replaced with a new one. Upon checking the tube after extubating, a leak was confirmed from the adhesive part at the top of the cuff. The event occurred during use. There was aftereffect reported. Frequent cuff pressure adjustments, tube replacements performed. The patient is experiencing o2 decrease, vap. The causality between the item and the disease cannot be denied. The patient had not recovered at the time of reporting.